Event description:
It was reported that the ipg was at the end of service life. The patient underwent a revision procedure wherein the non-rechargeable ipg was replaced with a rechargeable one. The patient was doing well postoperatively.

Event description:
It was reported that the ipg was at the end of service life. The patient underwent a revision procedure wherein the non-rechargeable ipg was replaced with a rechargeable one. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1432 (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. With all the available information, boston scientific concludes that the reported event was confirmed. The ipg with a primary cell battery arrived at the eri (elective replacement indicator) stage when the battery voltage reached 2.75v after 275 days (9 months) in service. The device lasted longer than the estimated longevity of 6 months.